Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve at an ap proximate depth of 4 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc), severe central aortic regurgitation and severe paravalvular leak (pvl) were observed. The valve slowly migrated and fully embolized. Subsequently, a non-medtronic valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.